Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the surgeon complained that the passive planar probe was inaccurate while using the microscope. The surgeon requested the microscope to be recalibrated. The navigation system was noted to be accurate throughout the case. There was no impact to patient's outcome and there was no surgical delay time. Additional information was received. It was clarified that the passive planar probe was accurate. It was the microscope that was inaccurate since it had been repaired and someone removed the tracker. Additional information was received. It was reported that the microscope was off about 20 centimeters (cm). It was inaccurate after the microscope was repaired. It was accurate once it was recalibrated.

Manufacturer narrative:
H3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the system was serviced in the field. In summary, once the microscope was calibrated, the system performed as intended. Codes b01, c13, and d02 are applicable. H2: continuation of d10: section d information references the main component of the system. Other relevant device(s) are: 9735737, software version: 2.1.0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a software analysis was initiated. There was no indication that a software anomaly contributed to the reported behavior, as the software appeared to be working as designed. H6: codes d02, b01, c13 apply to the system (product: surgn cart 9735665 stealth s8 premium, serial/lot: (B)(6) . Codes d14, b01, c19 apply to the software (product: sw kit 9735737 stealth s8 cranial, version: 2.1.0). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.